Event description:
The intraocular lens was removed and replaced 3 mos post operative due to the physician's observation and decentration and a broken haptic.

Manufacturer narrative:
The iol was rec'd for analysis. One haptic was broken at the mid-line, the other was distorted. Gross contamination was noted on the optic, not consistent with an explanted iol. Our observation reasonable suggests that the damage is not mfg related. Prod history records indicate the prod met release criteria. There have been no other complaints rec'd for this batch record.